Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest. It was stated that after injecting 10 cc of water, only 7 cc were removed. It was mentioned that when a user tried to deflate the balloon using a syringe, the balloon deflated completely. It was also mentioned that the balloon was manually deflated by aspirating it with a syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with cut inlet tubing and sample port connector. Visual inspection of the sample noted the catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with no difficulty. The balloon rested for 30 minutes without leaks and with the syringe attached the balloon passively deflated while returning the solution without issue or cuffing. The device history record review and labeling review was not required as the investigation was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest. It was stated that after injecting 10 cc of water, only 7 cc were removed. It was mentioned that when a user tried to deflate the balloon using a syringe, the balloon deflated completely. It was also mentioned that the balloon was manually deflated by aspirating it with a syringe.